Event description:
Hcp reported patient presented in ER being overly sedated. At the time of the call, he was being managed on narcan drip and not yet intubated. Medtronic technical services reviewed instructions on how to empty pump to help to stop drug from infusing.

Manufacturer narrative:
This report is being submitted following an internal audit.